Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the non-calcified right common iliac vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during first inflation the balloon ruptured at 2 atmospheres for 1 minute. The device was removed and completed the procedure with another of the same device. There were no complications reported the patient was doing well.